Event description:
The pt was under anesthetic for approx 15 mins before insertion of trocar. Infusion of c02 was begun. Insertion of more trocars. Pt's bp and 02 saturation dropped. All procedures were halted, and scope taken from abdomen so the abdomen could deflate. Medication increased and blood pressure and o2 saturation. Abdomen was insufflated again. Separation of gallbladder from omentum was begun. Pt's bp and o2 saturation dropped again. Procedure halted. Pt was evaluated for 5 mins and the procedure was terminated. Wound was closed and dressed and the drapes were removed. Pt became cyanotic with poor vasculation of hands. Pt had pulmonary edema and sinus tachycardia. Pt's bp increased and pulmonary edema worsened. Pt was suctioned and given lasix. Pulmonary edema did not subside and pt was given lasix again. Pt was stabilized, and an a-line was inserted. Pt had a normal EKG at this time. Pt remained on ventilator, and was sent to ICU. Pt's lab work demonstrated a tsh of over 12. Action taken: the co2 tank, insufflator and generator were isolated immediately. Co was notified of problem. Please note there was no noticeable malfunction of the instrument during surgery. All gauges and indicators were in the normal range. The co2 tank had been used several times before without incident.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.